Manufacturer narrative:
Ge healthcare technical support recommended performing flow sensor calibration and replace the enhanced sensor interface board (esib) to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error resulting in excessive sustained pressure in the patient circuit. There was no report of patient involvement.